Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for right ventricular (rv) lead due to elevated sensing integrity counter (sic) and lead failure predictor episodes. The lead remains in use. No patient complications have been reported as a result of this event.